Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, a suprarenal aortic extension, and two limb stent grafts. On (B)(6) 2016 a follow up computed tomography (CT) showed a potential type 3a endoleak with component separation between the main body and the proximal extension. The CT also showed aneurysm sac growth. A secondary endovascular procedure has been scheduled. The physician plans to reline the initial implanted devices.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b endoleak and a complete crown separation of the suprarenal aortic extension. Additionally there was evidence to reasonably support the following observations; dilation of the proximal extension, a type 1a endoleak due to the crown separation, a 1cm overlap of the proximal extension and main body graft, a type 2 endoleak, left groin thrombosed pseudoaneurysm, and endarterectomy of left common femoral artery due to focal stenosis. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy and repeated access to the common femoral artery for re-interventions. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.

Event description:
Additional information, a secondary intervention was completed on 12/22/2016. The physician elected to implant a bifurcated stent and a suprarenal aortic extension to seal the endoleak.